Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter and test strips were requested for investigation, however, there are no test strips remaining to return. No product has been received at this time. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore; the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However; those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result at 9:41 a.m. Was 5.4 inr. The laboratory result sometime before 12:00 p.m. Was 3.9 inr. The patient¿s warfarin was adjusted based off the laboratory result which was believed to be correct. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr. The patient usually tests every 2 weeks but is currently testing every couple of days.